Event description:
A report was received that the patient was having a lead revision, during the revision when the physician opened up the pocket site he found pus and drainage. The patient was completely explanted. The physician admitted the patient into the hospital and prescribed oral and IV antibiotics. The patient was released from the hospital and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2352-50. Serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical faciliity. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.